Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back and chest. The area was described as a rash. It was reported that the patient's doctor was aware and he was using hydrocortisone cream. During a follow up, the patient reported he was advised to use the cortisone cream and that the rash had greatly improved.